Event description:
On (B)(6) 2011, the pt reported the down button of her infusion device is not working. She noticed the issue yesterday while attempting to program a "quick bolus." The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.